Manufacturer narrative:
Date of event: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilled with an inadequate amount of additive within the tube.